Event description:
It was reported that they experienced high blood glucose. The customer¿s blood glucose level was 25 mmol/l at the time of incident. The customer¿s current blood glucose value was 5.7 mmol/l. The customer did not experience any symptoms of high blood glucose value. The customer treated high blood glucose with insulin pump. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. No further patient complications were reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.